Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 57 mg/dl. A school nurse gave the customer juice to address bg and bg returned to target range. The cause of bg was unknown. Recommendation was made by tandem's technical support for the contact to contact a healthcare provider regarding bg.